Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted, during testing. However, no delivery alarms noted, in the pump history on (B)(6) 2024 at 08:20:15.000pm, during bolus. No motor alarms noted, in the pump history or long trace files or during testing. Force sensor was measured and is within spec (23.7mv at zero offset). No damage noted, at the electronic assemblies, during visual inspection. P-cap/reservoir locks properly into place. The following were noted, during visual inspection: scratched case, pillowing keypad overlay, label damage (stained/faded) and stained keypad overlay. Alleged insulin flow block alarms not confirmed, during testing. Unable to verify, customer's allegation for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a current blood glucose value of 227 mg/dl. The customer was treated with a manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion). The customer reported the following led up to the event was the reoccurring insulin flow blocked alarm alerts during bolus deliveries issue has been happening for about 4-6 months now issue was only happening during a bolus delivery on a newly changed set. As per the patient, an insulin flow blocked alarm alarm would occur if he tries to do a bolus right after changing the set/site issue doesn't happen on basal deliveries due to this, the customer has to wait for a few hours after a set change, before doing a bolus, for the issue not to occur as a result, this is preventing him from doing a needed bolus if he recently just changed set/site offered to do t/s for the issue reported, the customer declined and believes that the pump was malfunctioning. The event involved product(s) mmt-332a, mmt-7040a, mmt-399a, mmt-1880. The customer reported high bgs. The customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-399a. Mmt-1880 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.